Manufacturer narrative:
As a result of a safety data reconciliation process between fidia and innocutis - the initial importer for the product in the USA, it was realized that this case, collected in 2012, had not been provided to fidia- product manufacturer - at the time due to an inexplicable oversight. As a result, in 2012 this case was reported to the agency by innocutis originally reported this case to the FDA on 03/28/2012. As this report did not show in medwatch database, they resubmitted that in (B)(4) 2014. No batch number was received on this complaint; therefore, no investigation can be conducted. Conclusion: no investigation/ no assessment possible. No further info is expected for this case. Case status: closed.

Event description:
Ref imp#: (B)(4).